Event description:
Initially a customer contacted baxter technical service regarding a check patient line alarm during peritoneal dialysis (pd) therapy using the homechoice machine. The solution was provided over the phone, however, during the conversation the peritoneal dialysis nurse (pdn) stated the home patient (hp) is in the hospital with peritonitis and on antibiotics. On (B)(4) 2011 baxter product surveillance followed up with the pdn and received the following information. On an unspecified date in (B)(6) 2008 the patient began automated peritoneal dialysis therapy (apd) using unspecified solutions. The hp was diagnosed with peritonitis on (B)(6) 2011. The patient was hospitalized from (B)(6) 2011. There was no exit site or tunnel infection associated with the peritonitis. The pdn reported that on a visit to the patient's home, the patient reported having nausea, abdominal pain, and cloudy effluent. The patient went to the emergency room and was treated with gentamycin and vancomycin (doses and frequencies were not reported). After the patient was discharged from the hospital the hp was treated with cipro (dose and frequency not reported). The pdn reported that the hp has recovered from the peritonitis. It was reported that the patient was not on any concomitant medications. The pdn reported that the patient always used good aseptic technique when performing dialysis treatment. The pdn did not provide a causality statement only that the cause of the peritonitis is unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.